Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). [(B)(4)].

Event description:
From the journal article, it was found that six patients underwent revision surgery due to delayed union. Lotzien, s., hoberg, c., hoffmann, m.f. Et al. Clinical outcome and quality of life of patients with periprosthetic distal femur fractures and retained total knee arthroplasty treated with polyaxial locking plates: a single-center experience. Eur j orthop surg traumatol (2018).

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. The involved hospital informed us that no more information will be provided. Device history records: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available at zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item numbers are available. Review of event description: it was reported that there was a revision surgery due to delayed union (failed fracture healing within the first 6 months) in 6 cases out of a total of 45 patients mentioned in the journal article. A second revision was needed for one of the patient. Review of received data: the journal article was reviewed. It states that all surgical treatment was conducted between 2007 through 2013. In all cases, open reduction followed by internal fixation was performed by lateral subvastus approach. Submuscular plate insertion was performed in twelve cases (26.7%). Cefazolin (2 grams intravenously) was administered for perioperative antibiotic prophylaxis 30 min before skin incision. Two types of plates, ncb-df(distal femur) and ncb-pp-df( periprosthetic distal femur), was utilized. The plate type and length were selected based on the fracture type (167mm-393mm) physical therapy was instituted one day after the index surgery and weight bearing was delayed until the 12th week. However, it is unclear which approach and plates were utilized in this complained event. No medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: compatibility: no compatibility check can be performed as only one product has been reported. Root cause analysis: as the ref number are unknown, two possible risk files were identified. Due to little information available, possible causes which could contribute to delay union were considered. Root cause determination using rmw (ncb df): loss of fracture reduction before complete bone healing due to loosening of ncb df implant from the bone due to mechanical forces applied (torsion, bending, possible, as the events detail and all relevant information are not available to exclude this cause. Loss of fracture reduction before complete bone healing due to thread-stripping/ screw seating/removal torque/axial load/ => possible, as the events detail and all relevant information are not available to exclude this cause. Loss of fracture reduction before complete bone healing due to loss of screw angular stability due to insufficient strength of the design not possible, a systematic issue with design would have been detected as part of the issue evaluation assessment. Periost stripping due to use of cables in combination with the plates possible, as the events detail and all relevant information are not available to exclude this cause. Loss of fracture reduction before complete bone healing due to user connect the targeting device to wrong plate (l/r) possible, as the events detail and all relevant information are not available to excluded this cause. Unstable osteosynthesis due to inadequate implant stiffness not possible, a systematic issue with material stiffness would have been detected as part of the issue evaluation assessment. Unstable osteosynthesis due to user choose a wrong angular direction for the screw possible, as the events detail and all relevant information are not available to exclude this cause. Unstable osteosynthesis due to users define incorrect placement of the plate possible, as the events detail and all relevant information are not available to exclude this cause. Unstable osteosynthesis due to user is placing the cables improperly possible, as the events detail and all relevant information are not available to exclude this cause. Unstable osteosynthesis due to user is placing the cables improperly possible, as the events detail and all relevant information are not available to exclude this cause. Loss of fracture reduction before complete bone healing due to user connect the targeting device to wrong plate (l/r) possible, as the events detail and all relevant information are not available to exclude this cause. Root cause determination using rmw (ncb pp): loss of fracture reduction before complete bone healing due to loosening of ncb pp implant from the bone due to mechanical forces applied (torsion, bending, possible, as the events detail and all relevant information are not available to exclude this cause. Loss of fracture reduction before complete bone healing due to thread-stripping screw seating/removal torque/axial load possible, as the events detail and all relevant information are not available to exclude this cause. Loss of fracture reduction before complete bone healing due to loss of screw angular stability due to insufficient strength of the design possible, as the events detail and all relevant information are not available to exclude this cause. Periost stripping due to use of cables in combination with the plates possible, as the events detail and all relevant information are not available to exclude this cause. Unstable osteosynthesis due to user is placing the cables improperly possible, as the events detail and all relevant information are not available to exclude this cause. Conclusion summary: neither device reference number, specific event description, x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received to confirm the event. The condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level and relevant medical history are unknown. Delayed bone union could relate to disturbed biological and mechanical factors; for example, impaired bone healing regulation, insufficient blood supply and surrounding soft tissue damage as well as unstable fixation, overly rigid fixation, insufficient compression force and bad reduction result in wide fracture gap. However, due to significant lack of information, the root cause could not be narrowed down. Therefore, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No event update.